Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. The reporter stated that alkaline batteries were lasting less than 2 weeks and that a new energizer lithium battery inserted into the pump today was reading only 2 bars. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/16/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/01/2014 with the following findings: the pump powered on with the returned battery cap which was able to fully tighten. A power loss was not duplicated. The battery compartment was observed to be intact. Current draws were within specifications. The pump was removed from the case and there was no evidence of moisture or loose components inside the pump. There were no alarms related to the complaint observed in the black box and no evidence of excessive battery usage or short battery life observed.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.